Event description:
It was reported that pump touchscreen became unresponsive and appeared frozen, preventing customer from interacting with pump screen. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. A manual insulin injection was administered to address bg. The customer reverted to manual injections for insulin therapy.